Event description:
It was reported that 9 cannula interlink lever lock bns from lot 0248711, and 6 cannulas from an unspecified lot had issues with foreign matter and damages on their lever locks before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "9/200pcs failed luer gaging test. The cavity numbers are: 82 (2pcs), 17 (2pcs) ,66 , 68, 53 , 49 & 61. Observed flow lines on 6pcs of lever lock body, that look like crack; epm (~0.3mmsq) on 1pc".

Manufacturer narrative:
H.6. Investigation: several photos and two small plastic bags labeled with post-it notes were received. Each bag contained several pieces of lever lock bodies, some with and some without shields. The samples were visually evaluated. Bag 1. Labeled 1848213 ¿flow line ¿ 6pcs, epm ¿ 1pc.¿ contained seven lever lock bodies. One piece from cavity 13 was observed to have a single embedded foreign matter particle in the female luer. The particle was smal enough in size to be acceptable per product specification. Six pieces were observed to have flow lines in the luer taper area. Four pieces were from cavity 13, one from 11, one from x55. The flow lines are a cosmetic defect and do not affect product fit, form or function. To further verify and confirm the cosmetic nature of the observed flow lines, all six returned pieces were tested for leakage per procedure. All pieces passed the leakage test, indicating flow lines had no effect on product performance. This is not a rejectable defect per product specification. These pieces are acceptable. The flow lines observed in the few pieces are associated with the molding process. This is a purely cosmetic visual defect and does not affect the fit, form, or function of the product. It is an acceptable per product specification. Bag 2. Labeled 1848213 ¿failed luer gauging test 9 pcs.¿ contained nine pieces. The pieces were measured for luer taper per procedure using 494 gauge. All nine pieces failed the luer taper test on the lower end of the range, indicating a larger opening than specified. Potential root cause for the luer taper out of spec issue is related to inadvertent mixing of pre-adjustment molded parts with post-adjustment molded parts in the packaging batch #0248711. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect for batch 0237443. All visual inspections were performed as per requirement. A quality notification was opened for lever body molding batch made prior to mold equipment adjustments. A portion of the molding batch was introduced into this packaging batch. Batch 0248711 contained both pre- and post- mold adjustment components. Batch 0248711 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
Correction: the customer provided clarifying information. The following fields have been updated: b.5. Describe event or problem: it was reported that 9 cannula interlink lever lock bns from lot 0248711, and 6 cannulas from an unspecified lot had issues with foreign matter and damages on their lever locks before use. This complaint was created to capture the 2nd of 2 related incidents. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: unknown; d.4. Medical device expiration date: unknown; h.4. Device manufacture date: unknown. D.4. Medical device lot #: 0248711; d.4. Medical device expiration date: na; h.4. Device manufacture date: 2020-09-04.

Event description:
It was reported that 9 cannula interlink lever lock bns from lot 0248711, and 6 cannulas from an unspecified lot had issues with foreign matter and damages on their lever locks before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "9/200pcs failed luer gaging test. The cavity numbers are: 82 (2pcs), 17 (2pcs) ,66 , 68, 53 , 49 & 61. Observed flow lines on 6pcs of lever lock body, that look like crack. Epm (~0.3mmsq) on 1pc."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0237443; medical device expiration date: na; device manufacture date: 2020-08-24. Medical device lot #: 0248711; medical device expiration date: na; device manufacture date: 2020-09-04. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of cannula interlink lever lock bns from lots 0237443 and 0248711 had issues with foreign matter, and damages on their lever locks before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "9/200pcs failed luer gaging test. The cavity numbers are: 82 (2pcs), 17 (2pcs) ,66 , 68, 53 , 49 & 61 observed flow lines on 6pcs of lever lock body, that look like crack epm (~0.3mmsq) on 1pc."